Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir and infusion set had small air bubbles. The patient¿s blood glucose was 23 mmol/l at the time of the incident. High blood glucose was treated with bolus. The reservoir is not expected to be returned for analysis.